Manufacturer narrative:
The complaint description states that a revision was performed due to a dislocated shoulder. The device associated to the complaint were not returned for analysis. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. A search into the complaints database was performed, no other similar complaint was reported for the affected product codes and lots combinations. X-ray and photo provided were reviewed. The dislocation can be confirmed. No pre dislocation x-rays were provided so it is not possible to comment on alignment. With the information available it is likely the dislocation was due to the polyethylene wear caused by scapular impingement per the additional information within the complaint. This is further supported by the photo provided of the polyethylene liner which shows significant wear. Based on the information received and the investigation performed, the root cause of the incident could not be related to a product default. The polyethylene wear could have been caused by scapular impingement. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient presented to gp with a dislocated shoulder. Open reduction and exchange of glenosphere and standard humeral cup was performed.